Event description:
The customer initially reported that their device would not pass the self-test or user-test. After an evaluation of the device by physio-control, it was observed that after the device has been running for around ten (10) minutes, if powered off and back on, the device would not complete the boot-up process.there was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the system controller and user interface pcb assemblies and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.the removed pcb assemblies were further evaluated at the failure analysis center. The cause of the reported boot failure could not be determined.